Event description:
Trinity revision of the ecima liner and biolox delta ceramic head due to recurrent dislocation.

Manufacturer narrative:
(B)(4) initial report: the following additional information was requested from the reporter: post primary and pre-revision x-rays. Operative notes (primary and revision). Patient activity level and medical history did the patient follow correct post-op protocol? What was the patient doing at the time of the dislocation? Did the patient experience any trips / falls or other trauma post primary surgery? What was implanted at the revisions? An update on the patient post revision. The appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head due to recurrent dislocation.

Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol, what the patient was doing at the time of the dislocation, whether the patient experience any trips / falls or other trauma post primary surgery and an update on the patient post revision was requested from the reporter: the reporter confirmed that the patient was active however was not complaint with her post op hip instructionst. Pre and post op x-rays were analysed and it was identified the patient had a couple of spinopelvic risk factors and was already at a higher risk pre-op. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, it is likely that spinopelvic risk factors and lack of adherence to initial post op protocol is what contributed to the recurrent dislocations, however without any further information the root cause remains undetermined. Therefore, this case now considered closed, however, should any additional information be provided then this case may be reopened for further investigation please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.